Event description:
Customer is hospitalized with an unrelated diabetes condition, however, she is experiencing low blood glucose readings. Customer wanted to confirm the type of insulin is appropriate for the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.